Event description:
The patient had an ams bioarc sling implanted on (B)(6) 2010. It was indicated that the patient had hemorrhaging and infections following this implant. The patient indicated she had a CT scan performed and another physician implanted an ams sparc sling on (B)(6) 2011. The patient indicated that she now has "no sex drive."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.